Event description:
It was reported by service report that the footend right siderail would not lock in the upright position and the power cord was missing the ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: timing link.